Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that, after approximately 10 years of implantation, the left tibial base plate broke. This adverse event was treated by revision surgery and inserting a legion revision tkr. Current health status of patient is unknown.

Manufacturer narrative:
The device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that without the requested documentation, the clinical root cause of the reported event could not be definitively concluded, and the patient impact beyond that which was reported cannot be determined. No further medical assessment can be rendered at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or potential causes that could contribute to the reported event include excessive forces applied to implant, traumatic injury or lifetime of device. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.